Event description:
It was reported to philips that during the operational test the device is failing the ECG leads test. This occurred during testing and therefore there was no pt involvement.

Manufacturer narrative:
(B)(4).